Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 11-jul-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding their implantable neurostimulator (ins). It was reported that patient was having their system removed and replacement, and the right side lead fractured during removal. Electrodes still remained in the sacrum. No further complications were reported.

Event description:
Additional information was received from a healthcare professional (hcp). The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that the patient has partial lead still implanted. Caller read from procedural notes dated (B)(6) 2018, "during removal of dual leads in order to place new lead for adequate stim at proper s3 nerve, left lead frayed at tip but was completely removed, right lead frayed at distal end <(>&<)> fragment of lead retained anterior to sacrum."

Manufacturer narrative:
D2/g4: please note that this device was used in an off-label manner, as it was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. Continuation of d10: product ID 3093-28 lot# va01gb9 implanted: (B)(6) 2013 explanted: (B)(6) 2018 product type lead product ID 3093-28 lot# va01gb9 implanted: (B)(6) 2013 explanted: 2018-09-24 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.